Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rep  mentioned the pt had not been able to consistently recharge their implanted neurostimulator(ins) for the past 3 weeks or so. The rep said the pt kept getting "no device found" and would charge their ins, but the ins would not charge. When the rep met with the pt today, the pt got "no device found," and entered passive recharge mode. The controller eventually progressed out of passive recharge mode and started charging "excellent," but the ins did not increment and after 10 minutes of recharging excellent, the controller said "no device found" again and stopped charging the ins two times this morning. The rep had been trying to charge the ins with the pt for 30-40 minutes, but the ins did not increment up at all. The rep said the pt now had "unable to recharge." The rep said the controller and recharger antenna (rtm) contacts all looked good and the rtm cord did not have any visible damage. The rep had tried a reset of the controller, but the reset did not resolve the issue. During the call, the rep was recharging "excellent." Controller displayed "battery empty: cannot provide stimulation." The rep moved the rtm coil to the center of the room and entered passive recharge mode. Rep got 68, 68, 68. Then, the rep moved the rtm coil over the relay box and got 67, 95, 95. The rep moved the cord of the rtm but the numbers remained exactly the same. The rep moved the rtm coil above the relay box and got 67, 67, 95. The rep moved the rtm coil over the ins and got 67, 92, 95. An email was sent to the repair department to replace the rtm. Additional information was received from the patient (pt). It was reported that they received the replacement recharger, but that was not the issue. The patient reported that the same issue is still occurring where they cannot recharge their implantable neurostimulator (ins). A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that hey received the controller replacement however, was still unable to progress through the passive recharging mode (prm) (pt had all 96's in prm). Pt said they had tried prm about 5 times after receiving the controller replacement. Patient services (pss) redirected pt to their manufacturer representative (rep) for further assistance since controller and recharger (rtm) had been replaced. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the rep called and was with pt at the time of call. Caller stated that pt has had difficulty charging for the last 6 weeks and has had the controller and recharger replaced, but is still unable to charge the ins. Caller stated they attempted to use another controller and recharger prior to calling and was unable to advance past passive recharge mode (prm). Caller confirmed the ins was depleted and that they were unable to interrogate the ins with their tablet. Technical services (tss) instructed caller to disable and re-enable using the replacement controller. Caller attempted 3 unsuccessful attempt of prm. Caller then disabled and re-enabled the second controller and began prm with the other controller and recharger. Tss instructed caller to complete 3 attempts of prm and if that is unsuccessful then they may need to consider replacing the ins. The rep confirmed that the pt has not experienced falls or trauma to ins implant site. Caller confirmed that the ins does feel to be slightly tilted and does not feel to be implanted any deeper than 1cm.

Manufacturer narrative:
H3: product ID# 97715, serial # (B)(6), was returned for product analysis. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted of an implantable neurostimulator (ins). It was reported that the pt had their ins replaced on (B)(6) 2022.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the issues have been resolved. The patient (pt) is receiving the same therapy as before and can communicate with their new ins. The pt's weight is unknown and the rep has the device and will return it to medtronic as soon as possible. The information has been confirmed with the physician/account. Rep sent an additional email giving the fedex tracking number of the device, it was sent on 2022-dec-06.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep confirmed that the cause of not getting through passive recharge mode was not determined. An ins replacement is planned for the pt, no date has been set. Pt weight is not known, and issue has not resolved at this time. This information was confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep confirmed that the pt will have battery replacement surgery on (B)(6) 2022. The rep was made aware of this on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.